Event description:
It was reported that, "as we were pulling the lag screw on the driver the threads would not engage on the lag screw."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.